Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol) using a preloaded delivery system, the plunger was to the right of the haptic. The surgeon used a backup lens to complete the procedure. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).